Manufacturer narrative:
The evaluation was performed by the customer and a replacement gas cylinder ordered to repair the stretcher. The evaluation codes provided are based upon the customer's report.

Event description:
It was reported by service report that the fowler gas spring was leaking and the fowler would not go up and down. It is unknown if there was patient involvement or if there were adverse consequences to report.